Manufacturer narrative:
Covidien reference# (B)(4). The sample associated to this report was received and the reported customer fault could not be confirmed on the returned sample. The reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. Information has been added to the database and complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4)

Event description:
Prior to use, during inflation testing the cuff would not deflate. There was no patient involvement.